Manufacturer narrative:
Date of event: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ tube had blood pooling. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported the customer noticed some blood pooling with one of our blood collection products. Please open a case for customer¿s complaint received today. Customer has noticed some blood pooling with one of our blood collection products. The customer will email back to us with additional information needed to begin appropriate investigation.

Manufacturer narrative:
Investigation summary: as bd life sciences - preanalytical systems had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. Investigation conclusion: as bd life sciences - preanalytical systems had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that unspecified bd¿ tube had blood pooling. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported the customer noticed some blood pooling with one of our blood collection products. Please open a case for customer¿s complaint received today. Customer has noticed some blood pooling with one of our blood collection products. The customer will email back to us with additional information needed to begin appropriate investigation.